Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas had a cracked screen that prevented unlocking, and the user experienced elevated blood glucose during the event; the device was replaced and the original was returned. Symptoms included hyperglycemia with a reported peak of 340 mg/dl and approximately two hours above range, without ketone testing, backup therapy, medical intervention, or complications. Outcomes included no injury, no hospitalization, and no medical or surgical treatment. Investigation included troubleshooting with the user, education on device use, and coordination for device replacement and return logistics. Investigation of this device revealed a damaged display assembly consistent with screen breakage leading to impaired user interface access. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to manufacturing or design.